Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: "there was a problem when inserting the guidewire by using the introducer needle. The guidewire was finally inserted and after the medical procedure the guidewire can not be smoothly removed and the blood vessel was damaged". It was reported a cutdown was performed to remove the guide wire and "vessel reparation" was needed. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "there was a problem when inserting the guidewire by using the introducer needle. The guidewire was finally inserted and after the medical procedure the guidewire can not be smoothly removed and the blood vessel was damaged". It was reported a cutdown was performed to remove the guide wire and "vessel reparation" was needed. The patient's condition is reported as fine.